Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 18ga x 1.16in experienced foreign matter in or on device cannula/needle/catheter which was noted prior to use. The following information was provided by the initial reporter: there is foreign material on the catheter tip.

Manufacturer narrative:
Additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-30. H.6. Investigation summary: one photo and one sample were received by our quality team for evaluation. Upon visual inspection, it was observed that there was black foreign matter on the catheter tip; therefore the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The sample was sent for fourier-transform infrared spectroscopy (ftir) analysis. The ftir result shows that the black foreign matter matches reasonably with that of polypropylene. Polypropylene is a thermoplastic polymer and is commonly used in plastic parts, containers and laboratory equipment. From the analysis performed, the foreign matter most likely occurred during the molding process. This is highly possible to cause the foreign matter to be burnt, resulting in the black color. This foreign matter most likely is from the manufacturing environment, which might be from incoming or during the related processes involved. There are in-process inspections and out-going inspections in place to check for foreign matter. For this lot, no fm was observed and no quality notification was raised. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 18ga x 1.16in experienced foreign matter in or on device cannula/needle/catheter which was noted prior to use. The following information was provided by the initial reporter: there is foreign material on the catheter tip.